Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the lens did flip upon insertion and touched the eye. It was destroyed when removing it. Additional information was requested and received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).